Event description:
When the plcr60b reload was fired via an i60 stapler in a laparoscopic right colectomy procedure, it was observed that only a few of the most distal staples were deployed; they were underformed. The knife blade was left exposed in the upright position. A new plcr60b reload was subsequently fired to complete the procedure. The patient's health was not adversely affected y the event.

Manufacturer narrative:
Visual inspection of the returned i60 stapler showed that its anvil and housing were badly misaligned. This misalignment resulted in the obstruction of the reload's knife in the course of its distal to proximal travel. This accounts for the deployment of only a few distal staples. From a visual inspection of the plcr60b reload, it is also evident that the reload may not have been properly inserted into the housing. It is not known definitively when the misalignment occurred, but specific checks for anvil-to-housing alignment have since been included as part of the manufacturing process. Evaluation summary: shuttle stalled after the first two staples and drive screw is damaged, indicating that it was not fully engaged with fire socket. Retention posts damaged, indicating the reload was not seated properly. Tissue bumps and inner knife bump are not damaged. Knife tip is damaged. Same i60 was used, and the anvil misalignment would cause the damage to the knife tip. Articulation has lost center and the housing and anvil are not aligned.